Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿single-center retrospective study on the efficacy of contrast-enhanced ultrasound for detection of endoleak after endovascular aortic repair¿. Nijhawan ad, pourmoussa aj, fox br, et al. Journal for vascular ultrasound. 2024;48(2):88-94. Doi:10.1177/15443167241246116 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ single-center retrospective study on the efficacy of contrast-enhanced ultrasound for detection of endoleak after endovascular aortic repair¿. The timeframe for this study was over a four year period. 28 patients were included in the study. The purpose of this study was to evaluate the performance of contrast-enhanced ultrasound in the detection of endoleak post¿endovascular aortic aneurysm repair. Medtronic endurant ii, talent and non mdt stent grafts were implanted in the patient population. The average size of the abdominal aortic aneurysm at index procedure was 5.4cm +/- 1.2cm. Among the patient population the following adverse events included: intervention no further information was provided pertaining to medtronic products